Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported by a MRI technician that the patient's device was not working. The hcp did not know what "not working" meant but the patient was insisting they could have a MRI because it was not working. The hcp also reported the patient had symptoms related to their device/therapy but what those symptoms were was not noted. MRI eligibility was reviewed with the hcp and provided another means for the hcp to determine eligibility. No further complications were reported or anticipated.